Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an endoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the black exit marker bunched up because it got caught inside the endoscope and caused difficulty in withdrawing the device through the endoscope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.